Event description:
It was reported that a pt underwent an umbilical hernia repair in 2009. About a week later, the pt had developed a wound infection with purulence draining from wound and did not feel well. The pt was treated with antibiotics. The wound remained with purulent drainage, but did not worsen. The pt was given another course of antibiotics and the wound remained the same. One month post-op, the pt was brought back to surgery to remove the mesh. The surgeon discovered the only part of the mesh left was the outer plastic ring, but the mesh had disintegrated and there was small plastic type shards of 2-3 mm left. The surgeon irrigated the area and removed all shards that could be located. The hernia was closed, and the wound was left open to close secondarily with dressings. The pt was doing well at that time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.